Event description:
It was reported that about 10 minutes after turning on the piu and workstation, error 8 (stimulation routing is disabled.) Was displayed on the carto 3 system. The piu was rebooted and the issue was resolved. The procedure continued. It was also reported that towards the end of the procedure and after ablation in the left atrium using the farawave catheter, the patient's blood pressure "tanked" rapidly. The caller reported that no evidence of a pericardial effusion was discovered using ice and tee. The caller reported that medication was administered to the patient in an attempt to stabilize the patient's blood pressure but it was unsuccessful. The caller reported that the case was aborted and the patient was taken to ICU and spent the night in ICU. The caller reported that she had no other details regarding the medical intervention provided to the patient. The caller reported that the last known patient status was unknown. The following bwi catheters were used during the case: decanav catheter, octaray catheter, soundstar catheter, and qdot catheter. The caller reported that all of the bwi catheters were brand new. The caller reported that the soundstar and decanav catheters were bagged up for reprocessing. The caller reported that the availability of the octaray catheter and qdot catheter were unknown. The caller did not have any details about the bwi catheters. The caller reported that ablation had been performed using the qdot catheter/ngen generator in the right atrium. The carto 3 system (11840) was used for mapping. The caller reported that the farapulse generator and ngen generator (unknown serial number) were used for ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).